Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer was unsure of the cause but believed that "stress was a factor". The customer addressed the low bg by eating carbohydrates and glucose tablets.